Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was consistent with an anomaly in the medtronic navigation software anomaly tracking database.

Manufacturer narrative:
The reported issue was resolved as the ip address was removed when calibrating the microscope. It was noted that resetting the ip address restored functionality.

Manufacturer narrative:
Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. A medtronic representative went to the site to test the equipment. It was reported that functionality was restored after the navigation connection was changed in the imaging system software.

Event description:
A manufacturer representative reported that, while in a lumbar spinal fusion, the imaging system and navigation system could not establish communication. Multiple ethernet cables were used without resolution. Restarting the navigation system and imaging system did not restore functionality. It was reported that the ip information was not configured properly and that an igs server was not established. It was reported that after settings configuration, the imaging system and navigation system were restarted without resolution. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.